Event description:
Coiling treatment was conducted of an aneurysm. It was reported that as the coil was being positioned, it prematurely detached from the delivery pusher within the microcatheter. The catheter and coil were removed together successfully. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The embolization coil and microcatheter were returned for evaluation and confirmed the implant coil was stretched and detached. The delivery pusher was not returned. Based on the analysis findings the customer complaint is confirmed. However the root cause could not be determined as the delivery pusher is not available for evaluation. (B)(4).